Event description:
Beginning of surgery, the unit was set at 40 mmhg and began pumping at a high rate. The unit was recalibrated, but continued to overpressurize. The unit was switched out and the surgery was completed without difficulties. The pt experienced no injuries or complications, only a small amount of swelling.